Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to halos and glares. A non-johnson & johnson lens was used as the replacement. The incision was slightly enlarged; however, no sutures were required. The procedure was completed as planned and no patient injury was reported. It was indicated that the device was discarded. No further information was provided.

Manufacturer narrative:
Patient weight/ ethnicity: information unknown/not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2021 and (B)(6) 2021. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.